Event description:
See h10

Manufacturer narrative:
Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that finding <(>&<)> conclusions updated from unable to confirm reported complaint,"gantry door won't open." Install pendant into test system c1416. System booted and readied. Functionality and usability test passed. All keys are functional, the docking and the door open keys are worn from use and require excess force to active there motion, but are still functional. Visual inspection shows keys m, 1, 2, 3 p, 2d, 3d and the kv and ma up and down keys are starting to delaminate. Worn keys and laminate on pendant. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that door buttons and dock button on pendant are difficult to press making smooth movement of door intermittent.. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare provider (hcp) regarding an imaging system outside of a procedure. The user indicated that the gantry door on their system would not open. The site reported trying to reboot the system and manually opening the door, but these actions did not resolve the issue. There was no patient present at the time of the issue.